Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple fill resistance issues. Customer's blood glucose level was not impacted by the events. All supplies were changed and customer was able to resume insulin delivery.